Event description:
It was reported that the pacing-dependent patient presented to the hospital. An interrogation of the device revealed that the right atrial lead exhibited over-sensed noise that resulted in appropriate automatic mode switch. A sharp increase in pacing impedance and capture threshold were also noted. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2022. The patient was stable.